Event description:
Pt was tested on suspect device, inr=7.9, lab inr 4.1. Samples were re-drawn and tested again. Suspected device inr=>8.0, lab inr=3.8. No treatment was given based off of suspected meter values. Controls were stated to be within range.